Manufacturer narrative:
Vyaire complaint number (B)(4). Results of investigation: a vyaire service technician was able to confirm and duplicate the reported complaint. The cause was determined to be faulty transducer sensors, differential pressure, miniture. This is a known issue which can be referenced with CAPA ca-2017-0206.

Manufacturer narrative:
Vyaire file identification: pc-(B)(4). The suspect device / component has not been returned to vyaire. Therefore, no definitive root cause can be determined. However, this device was evaluated by the customer who identified that the failure was associated with a faulty main printed circuit board (pcb). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It is reported to vyaire medical that the vela ventilator experienced transducer fault (xdcr) alarm. The customer confirmed there was no patient involve associated with the reported issue.